Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system can't boot up after powered on. There was no patient present.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The rams were reset. This fixed the issue. No parts were replaced. The failure was resolved. If information is provided in the future, a supplemental report will be issued.